Event description:
It was reported to boston scientific corporation that a pinnacle device was implanted. According to the complainant, after the procedure, the patient became incontinent and developed infection and erosion. The central part of the mesh was excised but the patient was still incontinent. On (B)(6), 2014, the patient underwent surgery and it was found out that the vagina was densely adherent to the pubic ramus. Thick scar tissue was also found across the bladder neck of the vagina. The vagina was dissected off the bladder and pubic bones. The patient experienced severe bleeding which was controlled by digital pressure and suturing. Midurethral tissue fixation system and a catheter were placed. On (B)(6) the catheter was removed and the patient was continent. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.